Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
The patient was enrolled in the watchman flx pro CT study on (B)(6) 2024 with patient identifier (B)(6). It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 40 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 31.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of aspirin. On (B)(6) 2024, the patient presented for protocol required 14 day follow up, and transesophageal echocardiography (tee) assessment revealed 2 peri device leaks of 5 mm width of color jet, 90 degrees and 5 mm width of color jet, 135 degrees. Also, residual atrial septal defect of size 6mm was noted. The position of device was significantly proximal to the ostium (greater than 1/3 of device length proximal to the desired ostial plane). There was no pericardial effusion or device related thrombosis noted. Computed tomography (CT) was also completed as part of the 14 day follow up protocol which revealed a peri device gap of 11mm at long axis and 6mm at short axis, and a peri-device leak was noted at posterior, 2, 3, 4 and 5 o'clock position. The patient was on a medication regime of aspirin (75mg/day) at the time of the event. It was further reported that the patient presented for the protocol required 3 month follow up visit, tee assessment dated (B)(6) 2024 revealed 1 peri device leaks of 2 mm width of color jet, 45 degrees, 3 mm width of color jet, 90 degrees and 6 mm width of color jet, 135 degrees. Also, residual asd of size 5mm was noted. The patient presented for the protocol required 12 month follow up visit on (B)(6) 2025. A CT assessment was performed which revealed a peri device gap of 16 mm at long axis and 6 mm at short axis, peri-device leak was noted at posterior, 4,5, and 6 o'clock position.

Event description:
The patient was enrolled in the watchman flx pro CT study on (B)(6) 2024 with patient identifier (B)(6) . It was reported that device did not seal. A left atrial appendage (laa) closure procedure was performed. A watchman access system (was) and a 40 mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient with a complete laa seal and deployed device diameter of 31.0 mm. There were no complications that were reported to have occurred. The patient was discharged from the hospital on a medication regimen of aspirin. On (B)(6) 2024, the patient presented for protocol required 14 day follow up, and transesophageal echocardiography (tee) assessment revealed 2 peri device leaks of 5 mm width of color jet, 90 degrees and 5 mm width of color jet, 135 degrees. Also, residual atrial septal defect of size 6mm was noted. The position of device was significantly proximal to the ostium (greater than 1/3 of device length proximal to the desired ostial plane). There was no pericardial effusion or device related thrombosis noted. Computed tomography (CT) was also completed as part of the 14 day follow up protocol which revealed a peri device gap of 11mm at long axis and 6mm at short axis, and a peri-device leak was noted at posterior, 2, 3, 4 and 5 o'clock position. The patient was on a medication regime of aspirin (75mg/day) at the time of the event.